Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign material found in the air/water tube, other evaluation findings are as follows: the air/water cylinder and the suction cylinder had no color; the bending angle in the up direction did not meet the standard value due to wear of the angle wire; there were foreign objects in the air/water cylinder; the plastic distal end cover was chipped; the bending tube was deformed; the adhesive on the bending section cover was detached; and water tightness was lost due to a pinhole on the universal cord. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The gastrointestinal videoscope was returned as part of the asset return process. During routine inspection of the device by olympus, foreign material was found in the air/water tube. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the air/water channel and air/water cylinder could not be identified and a definitive root cause of the issue could not be determined, however, due to the observed leakage from the universal cord, it is possible that reprocessing could not properly be performed and the foreign material could not be removed. The event may be detected/prevented by following the instructions for use sections below: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.